Event description:
It was reported that cartridge alarm occurred during load process and persisted even after customer followed prompts to remove and reload used cartridge. There was no adverse impact to the customer's blood glucose level. Customer attempted to load new cartridge using proper technique with technical support and customer declined offer of out-of-warranty loaner pump.